Event description:
It was reported that the event occurred while in the cath lab. The balloon was successfully inflated during product protest. When the catheter was inserted into the right heart, the balloon would not inflate. As a result, the catheter was removed and replaced with a new catheter. There was no report of pt death, complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. The pt outcome is good. The syringe used was the one in the kit /syringe: 1.10 cc control stroke. The amount of co2 was unk.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.